Event description:
We were on (B)(6) 2024 about an event regarding medtronic ipg. The event reported to (B)(6) was regarding a patient implanted with a medtronic implantable pulse generator (ipg), which was explanted by dr. (B)(6). The facility was (B)(6). Please note that this is not a device manufactured by (B)(6).